Event description:
It was reported that during testing conducted at the manufacturer facility the device was causing a bias current error, which can cause run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was causing a bias current error, which can cause run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported bias current error was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a damaged potted trigger assembly was identified, which can lead to the reported event.